Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 3. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power off and on and cycle power off and on to press go to start prompt. The tsr explained the alarm and the hp stated that a supply bag disconnected while in fill 3 causing the alarm. The hp had called the nurse who advised her to finish via manual exchange. The tsr explained to discard the supplies and to report the alarm to the peritoneal dialysis nurse the next morning. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that she did not connect the bag and the cassette securely enough and that is the reason that supply bag became disconnected. The hp did not note any malfunctions with the supplies at use. The hp discarded the supplies. The hp also notified their registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.